Manufacturer narrative:
(B) (4). (B) (4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in 2010 and had immediate pain in the leg and groin with problems moving the leg/foot inward. The pt could not get up from a chair or sit down in a chair without a sharp pain in the groin area and had to use a pillow under her leg to relieve the pain. On 2010, the pt had a "major wetting accident' and since then has vaginal burning, vaginal pain, and cannot sit upright without continuous burning and pain. The pt has to urinate constantly and the doctor told the pt she now has urge incontinence. The doctor told the pt that this is not from the surgery and that the pt must have had the underlying problem that did not reveal before surgery.